Manufacturer narrative:
(B)(6) investigation summary: bd received 1 sample and 2 photos for investigation. Review of both indicated a brown color at its base. Additionally, 100 retention samples from bd inventory, were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for molding defect based on the return sample and photo review. It has not been confirmed for foreign matter(fm). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml 1 tube had foreign matter(fm) on the bottom of the tube.